Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had no power and that the battery cap couldn't tighten to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2015 with the following findings: there were no pump reboot events observed in the pump's black box. The battery compartment was cracked on the side near the threads and cracked from the bumper pad to the cover. The returned battery cap had stripped threads and was unable to fully attach to the pump. Pump reboot events were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during the investigation. There was no evidence of internal moisture or damage to the power circuit. Unrelated to the power issue, the display screen was dim and discolored. The keypad was torn at the ok key. All of the keypad buttons were intermittently responding. Contamination was found underneath all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.